Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 13.9 mmol/l. The insulin pump was cracked at the battery and the pieces of the battery cap were missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was not performed for high blood glucose values. The device will not return for analysis.

Manufacturer narrative:
Device received with broken battery tube threads, cracked case(battery tube), missing display window cover. No damage on reservoir tube lip noted during visual inspection